Event description:
Hcp provider reported explant of device related to an "infected pump" per the tracking form. The patient symptoms included redness, fluid draining, red hot to touch, and fever. A follow up report will be sent when additional information is received.